Manufacturer narrative:
The cause of the patient's post-op complications cannot be determined at this time. The patient's attorney alleges unspecified injuries; however, no details have been provided regarding the nature of the injury. No medical records have been provided. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Based on the limited information provided at this time, no conclusions can be made. Should additional information be provided a supplemental emdr will be submitted. No sample returned.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2012: the patient underwent surgery for implant of an unspecified bard/davol sepramesh composite ip. It is alleged that the patient had unspecified injuries. As alleged, the attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿

Manufacturer narrative:
The cause of the patient's post-op complications cannot be determined at this time. The patient's attorney alleges unspecified injuries; however, no details have been provided regarding the nature of the injury. No medical records have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible at this time. Based on the limited information provided at this time, no conclusions can be made. Addendum: this supplemental emdr is submitted to document additional information provided. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 1 year 11 months post implant of sepramesh ip, patient was diagnosed with infection, fistula, adhesions, abdominal pain thereby underwent repair with removal of mesh. The instructions-for-use supplied with the device lists infection, fistula, adhesions & abdominal pain as possible complications. The warning section of the IFU states, "if an infection develops, treat the infection aggressively. Consideration should be given regarding the need to remove the mesh. An unresolved infection may require removal of the mesh." A review of the manufacturing records was performed and found that the lot was manufactured to specification. Note, the manufacturing date (15-jul-2011) is considered to be a best estimate. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
The following was alleged by the patient's attorney: (B)(6)2012: the patient underwent surgery for implant of an unspecified bard/davol sepramesh composite ip. It is alleged that the patient had unspecified injuries. As alleged, the attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿ addendum per additional information provided: (B)(6)2012 - patient was diagnosed with recurrent incisional hernia and abdominal pain thereby underwent open repair with the implant of sepramesh ip. Per operative notes, ¿hernia recurrence was identified and dense adhesions were taken down. Sepramesh ip was placed and secured to the abdominal wall.¿ on (B)(6)2014 - patient was diagnosed with infection and abdominal pain thereby underwent open repair with removal of mesh. Per operative notes, ¿fistulas were identified directly from the bowel to the mesh and lot of adhesions were taken down. Right colon resection was performed along with the cecum. Then a previously placed sepramesh ip was removed from both sides of the abdomen.¿ attorney alleges that the patient had adhesions, bowel obstruction, bowel perforation, bowel removal, fistulae, pain, hernia recurrence and emotional injuries. It was also alleged that since the mesh was removed, they have experienced a build up of abdominal fluid that must be drained periodically.